Manufacturer narrative:
Device return analysis 5 sections of graft were returned for analysis. Two holes were evident on pli10, one hole on pli20 and 3 holes on pli30. No nitinol breaks were observed to the bifurcate and limb stent grafts. It is possible the holes on the stent graft fabric on all plis may have contributed to the reported endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a ruptured abdominal aortic aneurysm after being treated with an endurant stent graft system. The patient, who was initially treated for an 85mm aneurysm, presented to the ER with a ruptured aaa approx. 8 years, 3 months post index procedure. A computed tomography scan revealed a type ia endoleak, and it was noted that disease progression of the aorta led to neck dilation beyond the diameter of the proximal stent graft, resulting in a loss of seal. The patient underwent an emergency open surgical graft repair, which included the explant of the endurant stent graft system, leaving the proximal portion of the main body and suprarenal fixation stent in place. It was stated the physician did not see an endoleak from the endurant limbs. A bifurcated surgical graft was oversewn to the stent graft remnant and the aorta. The surgery was reported to have gone well, and the patient was recovering. The event was resolved with the surgical intervention.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak and aneurysm rupture were confirmed on the films provided; however, the cause of the event could not conclusively be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available for comparison of the stent graft in vivo configuration over time. Bilateral distal loss of seal was identified during film analysis, and while a concomitant type ib endoleak could not be confirmed, it cannot be ruled out. Although the exact cause of the endoleak and loss of seal could not be determined, it is most likely that disease progression associated with changes in aneurysm morphology over the 8 years since implantation were contributory factors. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.